Manufacturer narrative:
(B)(4). User report # (B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. On 02/28/2025, the patient experienced an episode of severe hypoglycemia and lost consciousness. At the time of the event the cgm reading was 11.6 mmol/l and wife took a bg reading which was 1.6 mmol/l. The patient¿s wife called an ambulance, and the paramedics assisted the patient. There was no documentation about the treatment provided. At the time of the report the patient was doing well. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.